Event description:
Device issue: none. Adverse event: death. Onset of adverse event: after the procedure. It was reported that the pt underwent an uneventful stenting procedure in the left internal carotid artery with the xact stent. The pt's act was therapeutic during the procedure and the emboshield na v6 was in the pt for less than 7 minutes. After the procedure, the pt experienced hypotension that was treated with dopamine infusion. The following day, the pt developed ventricular tachycardia then asystole. Attempts to resuscitate the pt were made for approximately thirty to forty minutes before life-saving measures were withdrawn. The cause of the pt's death was cardiac arrhythmia and cardiac arrest. The pt had a history of severe aortic stenosis that was planned to be treated with open aortic valve replacement after his recovery from the carotid stenting procedure. There was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was not returned. The lot number was not provided. A f/u report will be submitted with all relevant info.